Event description:
I have permanent eye makeup. Today I had an MRI on my knee. During the procedure, my eyelids hurt almost as much as when I got the permanent eye liner. As soon as the MRI was over, my eyes were fine. No long lasting effects.